Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/18/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During analysis of the sample, it was found to be ruptured and received in three parts. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were noted. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation on unknown date with unknown mentor gel implants experienced bilateral rupture post procedure. As a result, bilateral prosthesis replacement with 250cc mentor memorygel breast implants was performed. See 1645337-2019-15823 for contralateral prosthesis report.